Event description:
It was reported that this right ventricular (rv) lead exhibited rise in threshold values. Technical services (ts) reviewed and stated that the device appeared to be functioning as programmed and auto test showed irregular ventricular rhythm from afib competing and possible loss of capture. This rv lead remains in service. No adverse patient effects were reported.